Manufacturer narrative:
(B)(4). The fsr discovered the issue when he was doing release testing of the unit. The line voltage readings were 124 volts alternating current (vac) and the specified range is 108 vac - 122 vac. The voltage line supplied by the customer cannot be adjusted by the fsr.

Event description:
The field service representative (fsr) reported that during the use of the device for a non-clinical activity, the line voltage readings were high. There was no patient involvement.

Manufacturer narrative:
Updated block: date of event.

Manufacturer narrative:
The reported complaint was confirmed. It is unknown if any damage would occur from line voltage exceeding the specification. The line voltage supplied by the customer site cannot be adjusted by fsr, therefore; no return trip was made. The heater cooler passed final release testing and operates to the manufacturer's specifications. A letter was sent to the user facility to notify them that the measured line voltage exceeds the power supply electrical specification which is stated in the operators manual. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.